Manufacturer narrative:
E1 - initial reporter phone number: (B)(6).

Event description:
It was reported that the tip of the blade was broken. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified front of the left anterior descending artery. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, when making attempts to reach the lesion, it was noted that the tip of the blade was broken. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.